Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2017. Reportedly, the patient did not calibrate after the inaccuracy or enter finger stick values promptly. Reportedly, the patient has not calibrated the dexcom system at least every 12 hours. Patient was under 2 years old. No additional event or patient information is available. Data was received for evaluation, but further investigation cannot be completed to confirmed the reported issue. A root cause could not be determined via data. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again. Additionally, enter the exact bg value displayed on your bg meter within five minutes of a fingerstick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event. Labeling indicates: calibrate at least once every 12 hours. Calibrating less often than every 12 hours might cause sensor glucose readings to be inaccurate, resulting in you missing a severe low or high glucose event. Labeling indicates: the dexcom system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes. The system is intended for single patient use and requires a prescription.